Event description:
During a laparoscopy the grasper instrument tip broke off inside the patient. The broken piece was retrieved by the use of fluoroscopy. The case was completed with no other complication.